Manufacturer narrative:
Additional information - the sealed inflow conduit was not returned for evaluation after multiple requests were made for product return. A direct correlation between the sealed inflow conduit and the report of air in the left ventricle during the implant procedure could not be determined as the inflow conduit was not returned for analysis. The patient remains ongoing on lvad support with no additional issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Prior to implant it was reported that the patient may require a right ventricular assist device (rvad) due to right heart issues. Intraoperatively the patient was weaned from cardiopulmonary bypass; however, the patient was then placed on cardiopulmonary bypass again to have a right ventricular assist device placed. The patient¿s central venous pressure was 6-7mmhg, and it was reported that the patient had severe right ventricular function. When lvad support was initiated after rvad placement, air was observed in the left ventricle. The surgeon placed more sutures at the left ventricular apex, and replaced the lvad inflow cannula. It was reported that the air was no longer present when lvad support was initiated again. Postoperatively the patient was stable, walking around the intensive care unit, and was neurologically intact.